Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that following the successful implant of this transcatheter bioprosthetic valve, upon retraction of the delivery catheter system (dcs), the nose cone engaged the valve frame and pulled the valve out of the annulus. The valve dislodged and remains implanted in the ascending aorta. Subsequently, a second valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.